Event description:
It was reported that a patient underwent a prolapsed repair on (B)(6) 2012 and suture was used. On (B)(6) 2012, it was noted that the suture was poking through the vaginal skin. The suture was excised under general anesthesia. No additional information has been reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00666. The same patient is represented in each medwatch.